Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the left arm. Aspiration was initiated inside the body. However, an error message to check the fluid bag displayed. Aspiration stopped and the device was reset and inserted again and the same issue occurred. After three attempts, the device said to replace the catheter. The procedure was completed with a different device. There were no patient complications and the patient's condition was fine.